Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that "injector was cracked at the end, an audible crack was heard as the lens was being inserted into the eye. Surgeon was unable to get the lens out of the injector and the lens was unable to be retracted. Surgeon had to make a larger incision to take out the cracked injector and lens. New lens was inserted, and larger incision had to be sutured". The healthcare facility confirms that there was no injury to the patient as a result of the event. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. There are many factors that may influence lens delivery and could cause or contribute to nozzle splits during use. From previous investigations, we are aware of the following possible causes (non-exhaustive list): if part of the optic edge/haptic is trapped in the injector mechanism this can prevent clean passage through the nozzle, leading to pressure build-up and potentially nozzle splitting as can forcing a blocked injector. We are aware from previous investigations that removal of the injector from the blister tray prior to ovd insertion/flap closure can increase the likelihood of the lens getting trapped (as it can affect the position of the lens within the rotating cartridge), insufficient quantity/quality of ovd, not using ovd and more rarely irregular coating of the nozzle (which can itself be an artefact of the lens getting trapped and the force required to free the lens) and out of spec wall thickness nozzle components. Our review of production records for the rayone aspheric rao600c batch 053215500 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 053215500.

Event description:
On 4th october 2023, rayner received notification from its australian affiliate company of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the injector nozzle cracked as the lens was being inserted into the eye, the lens and injector were unable to be fully retracted and the surgeon therefore had to enlarge the incision to remove the injector and lens.